Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test or verify no excessive no delivery or occlusion alarm due to broken reservoir tube lip. However, device passed rewind test, displacement test, prime/a33 test and excessive no delivery test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had no delivery and button error. Customer's blood glucose level was unknown. Customer also stated that the insulin pump had button error even though the buttons were working. Trouble shooting was performed for no delivery alarm and event was resolved by changing complete set. It was also reported that the time on insulin pump was advances. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.